Event description:
Hill-rom rec'd a report from a hill-rom tech stating that the emergency stop button had broken off from the unit. It is not known were the lift were located at the time of the malfunction. There was no pt/user injury reported. This complaint was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Hill-rom technical support provided the part number for the account to order the e-stop button. It is unk if the facility performs preventative maintenance on their lifts. The account will replace the broken e-stop with a new one to resolve the issue. Based on this info, no further action is required.